Event description:
The customer reported a diluent/cleaner liquid leaked under the flowcell (<10cc) of the coulter coulter lh 750 hematology analyzer station while troubleshooting for high retic background and high ls offset results at startup. The leaked was not contained within the instrument as it spilled onto the counter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The facility does have a risk management / exposure control plan is in place and the msds is available for review. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse observed that the source of the leak was disconnected tubing at the retic clearing pump. The fse reconnected the tubing at the retic clearing pump and primed and cleared the lines. No further evidence of leaking and startup was run successfully. Repairs were verified as per established procedures. Results meet published performance specifications. The cause of the leak was a disconnected tubing at the retic clearing pump.

Manufacturer narrative:
(B)(4).